Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, multiple unexpected resets occurred. The customer experienced diabetic ketoacidosis with blood glucose level between 500-550 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with insulin drip, fluids, hallucination medication, and nausea medication to resolve the issue. The customer was released on (B)(6) 2019 with no permanent damage. Reportedly the customer reverted to manual injections for insulin therapy.